Manufacturer narrative:
The serial number of the customer's cobas 6000 e 601 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable elecsys shbg result from one patient sample tested on the cobas 6000 e 601 module. The initial result was not reported outside of the laboratory as the reporter suspected the initial result to be too low. The initial result was 0.92 nmol/l. The first repeat result was 30.93 nmol/l. The second repeat result was 27.37 nmol/l. The repeat results were deemed correct.

Manufacturer narrative:
The investigation reviewed the calibration data and the signals were slightly higher than expected. The investigation reviewed the qc data and the results were within range before the patient sample run. A general reagent problem was not present because the qcs before the event were within range. Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.